Manufacturer narrative:
Additional information: due to characterization limit e1 event site full address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the helium tank compartment of cardiosave intra-aortic balloon pump (iabp) unable to open. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), e1 (event site email), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the helium tank was not in the correct position. The fse relocated the helium tank. The cover was could then be opened and closed smoothly. The unit passed all performance and safety tests according to factory specifications. The device was returned to the customer and cleared for clinical use.